Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neuro stimulator (ins) for gastrointestinal/ pelvic floor. It was reported that the patient's device was removed in (B)(6) because the stimulator never helped them. Patient stated that they had never had incontinence, instead they would go to the bathroom 10-30 times a day and could not sleep at night. Patient said the trial implant showed improvement but the implant never helped and it damaged their colon. Patient said that they had told their doctor that they could not use the bathroom, and the doctor told the patient to use magnesium but then patient started getting diarrhea. Patient said they saw a colon specialist and it did not help. Patient saw a different doctor in (B)(6) who removed the device. Patient stated two days later they were able to use the bathroom normally. Patient stated that the doctor said the patient's bladder was the most swollen he had ever seen, red on the inside and ulcers on the inside. This was reported to be a sudden change in therapy/symptoms. No further patient complications were reported/ anticipated as a result of this event.